Event description:
It was reported that the patient's system was not delivering bolus insulin as expected. Blood glucose levels were reported to be greater than 250 mg/dl. Medical treatment was not required. This same issue occurred multiple times and therefore is captured under insulet report reference numbers: cn-6786902 and cn-6786613.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.